Event description:
A nurse reported 4 patients experienced inflammatory responses one day following cataract surgery. Additional information received indicates there were 6 patients. This report is for one of these six patients and filed as manufacturer report number 3002037047-2006-00034. The other manufacturer report numbers are: MDR # 3002037047-2006-00031, MDR # 3002037047-2006-00032, MDR # 3002037047-2006-00033, MDR # 3002037047-2006-00035, MDR # 3002037047-2006-0036. Patient was referred to a retinal specialist. He was treated with oral antibiotic and topical steroid drops. No cultures or intraocular injections required. Facility states they do not know the cause of these events and they are not blaming any product.

Manufacturer narrative:
H.3., 6: the complaint device associated with this report has not been received for evaluation. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to manufacturing documentation.